Manufacturer narrative:
Additional narrative: this report is being submitted due to a retrospective review conducted under CAPA (B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on (B)(6) 2015. The fse determined the bump sensor flag was not in the middle of the sensor. The fse adjusted the bump sensor flag and verified proper operation. Customer validated quality control passed and ran several patient samples to verify proper operation. No futher action required by field service. The aia 900 was working as intended. No further action required by fse. The probable cause of the event was related to the ample bump sensor alignment

Event description:
On (B)(6) 2015 a customer reported 4124 error, specimen z bump, with their aia 900 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting pth and ctni2 patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.